Event description:
Healthcare professional reported bilateral removal due to "rupture / deflation." This is for the right side. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation: rupture / deflation.